Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the calibration was invalid. The left hinge was also broken. As a result the bezel assembly was replaced and the hinge was replaced. The software was then updated. The programmer then passed final testing.

Event description:
It was reported that the cursor position on the programmer screen did not coincide with the stylus pen position. The programmer was returned for servicing. There was no patient involvement.